Manufacturer narrative:
The returned lead was thoroughly analyzed. The inspection showed strong circumferential signs of abrasion 18 cm distal of the is-1 connector pin. The inner conductor helix showed a conductor fracture in this area. This damage is with high probability the cause for the clinical complaint. In the further course of the investigation, strong signs of abrasion were found on the inner side of the lead fixation sheath. The observed damage manifestation speaks for massive mechanical stress of the lead due to mutual friction of the lead body and the lead fixation sheath, which led to the observed conductor fracture. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that 56 months after the implant inappropriate shocks and an increased pacing impedance was noted via homemonitoring. The lead was explanted.